Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that after the 7 french 10 cm procedure sheath was removed, the angio-seal device was used. The procedure went well until the device was inserted into the artery following insertion of the assembly. The suture locked, and the device could not be pulled. The device continued to be strongly pulled, and the entire device, including the anchor, was withdrawn. The anchor was checked and found to be bent into an l-shape. The physician assumed that using the 8 french angio-seal for the 7 french procedure sheath was probably the cause. Therefore, a new 8 french, 10 cm sheath introducer was inserted into the puncture site, and another 8 french angio-seal was used to achieve hemostasis. Subsequently, hemostasis was successfully achieved by the second device. The blood loss was less than 250 cc. The reported event did not result in patient injury and/or require medical or surgical intervention. The physician comments that the patient selection may have been inaccurate as the blood vessel was stiff. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 7 mm.